Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's right hip was revised after patient fell and sustained a periprosthetic femoral fracture. Rep reported that intraoperatively, stem was found to be well-fixed proximally and was not loose. A 127° size 4 stem and biolox ceramic head were revised to a restoration modular stem construct, another ceramic head, and 4 sets of cables.